Event description:
A (B) (6) male patient contacted zoll lifecor customer support to report that he was taking the vest off to take a shower that morning and accidentally dropped the monitor and the electrode belt connector broke. A replacement electrode belt and monitor was shipped same day to the patient. Later that same day, the patient's mother contacted customer support to report that neither of patient's battery packs would start up the replacement monitor. The patient's suspect battery packs were replaced.

Manufacturer narrative:
Device manufacture date: electrode belt (B)(4), battery pack (B)(4) - 01/2008, battery pack (B)(4) - 10/2009. Device evaluation summary: device evaluations of electrode belt (B)(4) and battery pack (B)(4) and (B)(4) have been completed. The reported problem was confirmed. The plastic connector housing on electrode belt (B)(4) was cracked open from the impact exposing the connector pins. Battery packs (B)(4) and (B)(4) had defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from leaking cell. The root cause of the leaking cells has not been positively determined but may have been related to the impact of the monitor hitting the floor. A review of the downloaded data shows both battery packs functioned properly on the two days prior to the device being dropped. No adverse event resulted from the damaged electrode belt and battery packs. The patient received a replacement electrode belt and battery packs.